Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, greater than 200 ohms, in triad configuration. No noise was observed, and all other electrical parameters were within range. The physician decided to reprogram the patient's device to single coil configuration (shock impedance was in range at approximately 85 ohms) and monitor the shock impedance via the latitude remote patient monitoring system. No adverse patient effects were reported. This lead remains in service.